Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that there was a revision surgery due to an infection. The implants were removed and an antibiotic spacer was placed.